Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported that the infusion set's tubing got detached on the right side while working. The site location was patient's abdomen, and the pump was located on the belt. The infusion had been used for five minutes. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.

Event description:
On (B)(6) 2024 IV: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (2 sets) showed that all test results were within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4) event occurred in canada. On (B)(6) 2023, it was reported that the infusion set's tubing got detached on the right side while working. The site location was patient's abdomen, and the pump was located on the belt. The infusion had been used for five minutes. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.